Manufacturer narrative:
On 24 july 2015 the retrieved instruments have been inspected by (B)(4): it was noted that the femoral 4-1 cutting guide was not the size 5 initially indicated, but it was a size 4, catalogue 02.07.10.0204 - lot 1314214. The visual inspection of the pieces confirms the preliminary investigation; the metal debris was generated from the contact between the screw head and the edges of the cutting guide holes. On 29 july it was prepared a final report with the information collected during the investigation, already reported in the initial report: root cause: the most probable root cause could be identified in a not straight positioning of the screw in the hole of the cutting guide. The following conclusion was added: the 4 in 1 cutting guide has already been involved in two following projects both aimed to reduce the debris risk: (B)(4). The involved cutting guide lot was manufactured before the implementation of the design improvement. No complaints have been received since implementation of the new design that is referenced, and therefore the actions taken are considered to be effective. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional info received on 04/27/2015: "it cannot be determined which items produced the metal shavings. You will get the screws back for analysis. No pictures are available as the surgeon did not allow any to be taken after the incident occurred". On 04/28/2015 the (B)(4) made the following comment: during the fixation of the 4 in 1 cutting block, the screw was inserted not straight respect to the cutting guide hole. The spherical part of the screw head went in contact with the guide before entering into the right seat, causing a metal debris from the screw. The clearance between the hold of the cutting guide and the threaded part of the screw allows to insert the screw not aligned and this can be the cause of the complaint.

Event description:
(B)(4).